Event description:
A user facility reported to olympus that a "b30," scope communication error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to failure of the cable due to a cut in the cable and loss of tightness. In addition, the evaluation found appearance defects of the cable due to physical stress and rust on metal parts. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the ¿b30 error¿ was duplicated. It was surmised that the cable and the charge-coupled device (ccd) malfunctioned and b30 error occurred because water entered from the hole on the cable. It was determined that if moisture enters from a cut on the cable, error b30 may be displayed on ccd. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.